Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the functionality of the external pulse generator (epg) was unable to be properly controlled. It was further reported that a loss of pacing output was experienced with the epg. It was noted that the issues were identified during device servicing. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device passed incoming tests. Extensive damage to the case was observed. The device was returned to the customer, unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018: the epg was returned for analysis.